Manufacturer narrative:
(B)(4). Date sent: 11/30/2020. D4: batch # t5f054. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information was requested, and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? Unsure. What confirmation was received that the device was fully fired? The device was not fully fired. The surgeon believed this was due to the anvil not being attached correctly. Did the device staple? No, as above. Was the staple line complete? No, as above. Were there any staples missing from the staple line? Yes. What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Some staples in tissue but not formed correctly. Were the staples seen in the surgical field? Yes. Did the device cut? No. Was the cut line fully circumferential around the target tissue? No. If the device fully cut, were both tissue donuts present? No. If the device fully cut, were both donuts complete? No. Is the current patient status known? Yes, discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)no, the patient was discharged following the case. After speaking with the operating surgeon it was determined that the anvil had not been properly attached due to user error. The anastomosis was redone with another cdh device that worked correctly and there were no patient consequences as a result. Device not available for return.

Event description:
It was reported that during an unknown procedure, stapler misfired/failed during an anastomosis.